Manufacturer narrative:
(B)(4). Date of initial report : 11/05/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that when the device was initially activated, a red light was observed. The staff disassembled and reassembled the system in order to get it to activate. A new dissector was eventually opened and used for the intended total laparoscopic hysterectomy. The customer reported that the surgery time was extended longer than 30 minutes due to this issue. There was no patient injury.